Manufacturer narrative:
The expiration date was provided as 12/2016. This event occurred in (B)(6). (B)(4).

Event description:
The customer tested 1 patient sample from an unknown date with the elecsys tsh assay (tsh) and elecsys ft4 ii assay (ft4 ii). A patient sample from (B)(6) 2016 was tested on the customer's architect analyzer and the customer noticed a difference in the tsh, ft4 and ft3 results. The customer suspected an interference in the sample and sent the sample from (B)(6) 2016 in for investigation. The sample from (B)(6) 2016 was received and erroneous tsh, ft4 ii and elecsys ft3 iii (ft3 iii) results were identified between the customer's architect instrument and a modular pe analyzer and an e411 instrument used at the investigation site. The erroneous results were not reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with patient identifier (B)(6) for information on the ft4 ii erroneous results and medwatch with patient identifier (B)(6) for information on the ft3 iii erroneous results. Refer to the attached data for the patient results. No adverse event occurred. The modular pe analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4). A specific root cause could not be identified. There was not enough sample volume left to complete the investigation.

Manufacturer narrative:
A new sample from the patient was submitted for investigation. A specific root cause could not be identified. The customer's tsh results could not be reproduced during the investigation. Based on the data provided for investigation, the erroneous tsh results were likely not due to an interference, but due to a single, non-reproducible event.